Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported on behalf of the customer a scanner error occurred during a lasik procedure at 80% completion. Reporter indicated the surgeon had to restart the laser and was able to complete the remaining 20% of the treatment with no additional issues. The patient is reported to be doing well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfiles could confirm the reported scanner error. The error message is an indication for a defect with the scanner. A replacement of the scanner is recommended. The field service engineer reported that the problem is intermittent, so, he can't figure out if the scanner will be replaced or not, in case of the scanner replacement the defective part will be sent for analysis. The root cause could not be identified conclusively, because no material is available for evaluation. The manufacturer internal reference number is: (B)(4).